Manufacturer narrative:
One medfusion pump was returned for evaluation. Visual inspection of the device found it to have a cracked right pluger case. Upon review of the event history log, occlusion alarms were noted in the history. Device underwent multiple occlusion tests; unable to confirm the occlusion allegation against the pump. The speaker tone was low however, confirming this allegation. The problem source was unable to be confirmed. The pump was noted to be eight years old-could be normal wear and tear of the device.

Event description:
Information was received that a smiths medical medfusion syringe pump had occlusion alarm and alarm tone is low. No adverse effects reported.